Event description:
It was later reported that catheter had ¿not been working¿. It was supposed to have been replaced, but the revision had been cancelled six times. The patient had a priming bolus on ¿(B)(6) 2013¿ and was put in the hospital for several hours, but it didn¿t help with the patient¿s spasticity. The device system was used to deliver baclofen at 90mcg/day. It later was reported that the patient had a catheter replacement on (B)(6) 2013. The patient had been requesting a catheter replacement for almost a year. It was reported that the patient had his pump replaced on (B)(6) 2012 and, at that time, requested that the catheter be replaced as well. The physician tested the catheter and stated the catheter was patent and did not need to be replaced. The patient had been in pain ever since and had severe muscle spasms and had been tight for 11 months. As of (B)(6) 2013, after the catheter replacement, the patient had not been on any oral baclofen. His arms were no longer ¿tight as rocks¿ and he was able to open his hands. The patient believed there may have been an issue with the side port. It was reported that the catheter was tested and that the medication was coming out of the catheter slowly and ¿when they went to the side port¿, medication flowed through easily. The patient wanted his pump replaced at the time of the catheter replacement ¿due to the recalls¿, however the pump did not fall under the recall. The pump was not replaced. The patient was doing well, except for pain from surgery. Please refer to manufacturer report #3004209178-2012-07446 for additional information regarding this event.

Event description:
It was later reported that there was no patient injury and the patient recovered without sequela. The device system was used to deliver lioresal 90.1/day at a concentration of 500. No units of measurement were provided. It was later reported the patient had lioresal on (B)(6) 2013. In 2012, the patient had gablofen.

Event description:
Additional information reported that the patient had a secondary diagnosis of severe anxiety disorder. The patient was having a really hard time with his anxiety and was insisting that his catheter was bad, because the patient's back hurt. It was noted that when the patient got "worked up" he would say his back hurt, because he would "arch and get tight." The patient refused to let the health care provider increase the dose of medication. The patient had tone control and all of his doctors were pleased with his pump therapy. It was noted that the patient's back pain was not catheter related. A dye study and a magnetic resonance imaging scan were done and both were negative for any sort of catheter issue. When the patient's previous pump was replaced, the catheter was intact, patent, and had cerebrospinal fluid flow. The health care providers had checked the catheter "time and time again and nothing was wrong." The patient's pain was real, but was caused by the physical stress the patient put on himself when he got agitated and had an anxiety attack. Additional information stated that the patient was having a bolus test and was in the hospital. The patient was told not to take his oral baclofen and the patient was "very tight." The patient had been going through contractures "about every minute." A second bolus was not done. It was noted that the physical therapist told the family that there was no change in the patient's symptoms; however, it was stated that the physical therapist told the follow-up physician that there was a change in the patient's ashworth score. Follow-up information stated that all of the patient's scores for spasticity had improved. It was noted that there was nothing wrong with the pump. Every test they had run showed the pump was working as it should. Currently the patient had intermittent posturing and back pain. The patient's symptoms were atypical of any pump issue, but they had not determined what was causing it. It was noted that the health care providers had ruled out the pump and were leaning more towards disease progression.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed no significant anomalies were seen with the returned segments. They passed patency and pressure testing in the lab. Prior to decontamination, the dispensing holes were inspected and found to be un-occluded.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Catheter serial (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to have a catheter replacement. It was stated that the healthcare professional (hcp) was to use the newest catheter on the market (release (B)(6) 2013). The surgery date was stated as (B)(6) 2013. The patient still experienced pain with the catheter. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was used to infuse lioresal. The cause of the event was noted as ¿pump not helping with tone,¿ due to ¿side port plugged.¿ it was noted that x-ray and CT (computerized tomography) scan dye study was done and ¿looked ok,¿ as well as ¿aspiration was ok.¿ ¿both¿ the catheter and pump were replaced, the date of replacement was not reported, the device was to be returned to manufacturer. The symptom associated with the event was spasticity. It was unknown if the patient required hospitalization as a result of the event. Outcome was noted as serious injury/illness- recovered without sequelae.

Manufacturer narrative:
It was later reported that there was no patient injury and the patient recovered without sequela. The device system was used to deliver lioresal 90.1/day at a concentration of 500. No units of measurement were provided. It was later reported the patient had lioresal on (B)(6) 2013. In 2012, the patient had gablofen.

Manufacturer narrative:
Product ID 8709,serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information: it was reported that patient did not have the catheter replaced during the pump replacement as he had wanted. The physician had tested the catheter in surgery and "all was found to be well". At the time of the report the patient was in pain and was told by the physician that he would have to wait 6 weeks to perform a dye study test. The patient believed the catheter was not working as he was having the same side effects as he did seven years prior. The patient was having major contractures and he could not sleep or lay horizontally. The patient was given oral baclofen which was helping with the contractures. The reporter stated that oral baclofen makes the patient lethargic and depressed. The patient was taking 60mg and the doctor wanted to increase it to 80mg. The patient wanted the pump and did not want to take oral medication. The reporter stated "when the patient was (B)(6), his legs would twist at night. Once he got the pump he was fine". The reporter also stated that 80mg of oral baclofen helped the patient's legs not to twist but the doctor thought it was not doing anything. At 100mg the patient was "somewhat overdosed" but at 120mg he was "overdosed and had jerks". It was noted that the catheter was fixed during the previous pump replacement and just the pump was replaced this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2012 the patient had withdrawal symptom during recovery after replacement surgery. The patient's catheter was evaluated during the surgery and there was 'good flow back.' The patient was placed on baclophen for 6 weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4). Only the catheter was returned. Final analysis of the catheter revealed the catheter was retuned incomplete, in segments, no significant anomaly found.